Event description:
It was reported that the patient presented for office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, a surgical procedure was performed and a crack in the pump connection tube was found. The pump was removed and replaced without complications.

Event description:
It was reported that the patient presented for office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, a surgical procedure was performed and a crack in the pump connection tube was found. The pump was removed and replaced without complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak and functionally tested. Under micorsocpe, it was observed that the deflate ball was seated too far forward. Based on the information available and analysis results, the anomaly identified in the deflate ball could have caused or contributed to a device non-conformance, however, the reported clinical observation of hole/perforated could not be confirmed.

Manufacturer narrative:
C2/d10 concomitants products updated. Initial reporter information updated.

Event description:
It was reported that the patient presented for office consultation with an inflatable penile prosthesis (ipp) that was not working properly. Two weeks later, a surgical procedure was performed and a crack in the pump connection tube was found. The pump was removed and replaced without complications.